Manufacturer narrative:
No button error alarm. Unit received with intermittent up button response due to corroded button keypad trace. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, missing end cap sticker, cracked lcd window and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had unresponsive buttons. No further information provided.